Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was causing the patient to experience regurgitation. The lead was explanted. The patient was treated with antibiotics intravenously. No additional adverse patient effects were reported.